Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the multiple issues, such as battery failed, and low transmitter battery. The customer received the pump error 49 (history pointers failed. The history pointers are corrupted), the pump error 68 (trace pointers are invalid), and the pump error 23 (post-reset ram crc alarm). The customer reported a loss of communication between the transmitter and the pump. The customer reported receiving replace battery alert. The customer reported blood glucose from meter not received on the pump. The customer reported the transmitter battery did not last 7 days. The customer stated that there is a loss of connection between pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-6101, and mmt-1884. Troubleshooting was not performed for the battery failed alarm, and the customer reported that battery cap contacts and battery compartment are not damaged or corroded. Troubleshooting was not performed for the pump error alarms, and the customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Troubleshooting was performed for the loss of communication, and the transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but the transmitter was not fully charged. Customer was advised to fully charge transmitter. Troubleshooting was performed for the transmitter charging customer confirmed no damage to charger battery spring or connector pins. Troubleshooting was performed for the unable to pair device, and the pump continued to alert "device not found" three times while trying to pair. Went over instructions to pair device again from the beginning after pump restart and pairing was successful. Troubleshooting was not performed for the replace battery now alarm, and pump error 23. Troubleshooting was performed for the no blood glucose received from meter, and the connecting meter and pump resolved the issue. Troubleshooting was performed for the short transmitter battery lifetime,. And the transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for the loss of connection between pump and mobile device. Reported issue resolved, no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn, mmt-6101, and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.